Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the customer stated that the prograsp forceps (pf) instrument had a torn cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, adverse outcome, or injury and with no delays.